Event description:
Surgical tech noticed a flame coming from the relocatable power tap (rpt). Poured saline on flame with the intent to extinguish the fire. No harm to patient or other caregivers in the operating room. A 3m bear hugger was connected to the power tap but the device was not attached to the patient during the event.